Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From the preliminary investigation, it was found in metabase (patient database) that the patient did receive one negative curative test result. The patient's sample was collected on (B)(6) 2021 at 12:38pm. The patient's sample resulted in a viral CT value of infinity, which falls within the negative range. The patient's sample was resulted on (B)(6) 2021 at 8:10am. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the patient's sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-(B)(4) at position b12. The patient's plate was extracted using curative's tecan method by a cla (clinical laboratory assistant) using integra # 3,4 tecan #13, kit lot #fg4190 filter plate lot fg4190, tcep lot 011821kp-tc11, wash buffer lot 011821mrc-gb1 and elution buffer lot 201712. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc. Master mix batch 256 was used for pcr. Depending on the timeline of infection, the viral load can be too weak to be detected. In addition, the patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false negative. The result of the investigation clearly showed a true negative result.

Event description:
On (B)(6) 2021, a patient called in claiming that they received a false negative. They received a negative curative test result on (B)(6) 2021 and then received a positive on (B)(6) 2021 from another provider.